Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.